Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application required an upgrade. After repairing the application, the device was monitored and no further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding in the middle of a cardiac arrest. The customer stated that they were able to pull the medications which they needed before the system shut down for a reboot. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d5, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-sep-2021 to 04- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that the device required a bios upgrade to resolve the issue. The system functioned as intended after the technical support specialist upgraded the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding in the middle of a cardiac arrest. The customer stated that they were able to pull the medications which they needed before the system shut down for a reboot. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.